Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: patient identifier, date of report, date rec¿d by MFR. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number is available. Event description: patient received the primary tha on (B)(6) 1998 and underwent a revision surgery on (B)(6) 2017 due to loosening of the cup. Review of received data: one undated x-ray ap view right is received. Femoral head is not located in the acebular socket anymore and dislocated cranially. Acetabular cup dislocated extensively and tilted in lateral direction. Two photos of the explanted shell are received. Shell is completely covered with bone/tissue. Delamination of the coating layer cannot be evidenced. It is also observed that the shell was cemented, which is not intended way of implantation for this product. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: surgical technique for the fitek cup is reviewed. On page 3 it is stated that "fitek hip cups are designed for uncemented anchoring." Root cause analysis: root cause determination using dfmea: aseptic loosening due to pe wear due to motion between liner and cup. Possible: products not received, therefore cannot be excluded. Aseptic loosening due to ti wear due to motion between bone screw and cup. Not possible: no screw was present. Aseptic loosening due to insufficient primary stability due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening migration of cup short term and long term due to insufficient secondary stability due to surface structure / design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Stress shielding leading to aseptic loosening due to incorrect distribution of load due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI: magnetically induced displacement force and torque. Radiofrequency induced heating. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture / damage / loosening of shell due to wrong behaviour of the patient/ high patient activity (eg. Contact sports, weight,). Possible: wrong behaviour of the patient/ high patient activity can lead to damage, loosening of the shell. Partial loosening and subsequent debonding/ fracture of sulmesh due to incorrect distribution of load due to design. Possible: this issue is known and addressed in a CAPA. The part is assumed to be produced (implantation date is 1998) before the design change that resulted of the CAPA. Conclusion summary: the fitek shell was revised after approx. 19 years after the implantation due to loosening. No ref/lot number was available for the fitek shell. The DHR check could not be performed as the lot number was not available. Possible reasons of the loosening include pe wear due to motion between liner and cup, wrong behaviour of the patient/ high patient activity and incorrect distribution of load due to design, which is covered in a CAPA. Moreover, the photos of the explanted cup shows that the fitek shell was cemented. Fitek shells are not designed for cemented approach and it is not advised to cement in the surgical technique for fitek shells. Thus, it shows that the surgeon did not follow the surgical technique. Based on the given information and the results of the investigation, we identify the root cause of the complaint as non indicated use of the product. Uncemented fitek shell was implanted via cemented approach. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip cup on (B)(6) 1998 and the patient underwent revision surgery on (B)(6) 2017 due to loosening of the cup.